Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test and the o2 sensor test during the pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for technical investigation. After the replacement, the unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. Simulated use testing of the returned o2 gas module passed the pre-use check. During the ventilation for 4 days the machine has alarmed for o2 concentration low, expiratory minute volume low and vt insp. Overrange. Another pre-use check has been performed after the ventilation and it failed with internal leakage, o2 cell/sensor test, flow transducer test and patient circuit test. The delta pressure sensor has drifted overtime which lead to the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.